Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center a insect infestation was identified. Due to this the device could not be fully inspected and was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction to section b5: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to the manufacturer service center for evaluation. During the evaluation of the device at the manufacturer service center an insect infestation was identified. Due to this the device could not be fully inspected and was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center a insect infestation was identified. Due to this the device could not be fully inspected and was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.